Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument was having issues. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp on a vessel/tissue bundle. The surgeon had full movement of the instrument but when deploying the clips onto the anatomy of the patient, the instrument did not work properly.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a severely bent grip with severe misalignment of the grip-tips causing issue reported by the customer.

Event description:
Refer to h11 for follow-up information.